Manufacturer narrative:
The pushwire and marksman catheter were returned for evaluation without the pipeline as it was implanted inside the patient. The evaluation could not determine the cause of the event as the pushwire was returned without the pipeline; however, the capture coil was found damaged and may have contributed to the reported event. All devices are 100% inspected for damages and irregularities during manufacture.(B)(4).

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Event description:
Treatment of a giant unruptured aneurysm with a dome measuring 13mm located in the ophthalmic segment of the right ica (internal carotid artery). The patient was given dual antiplatelet therapy prior and post procedure. The pru (p2y12) tests were not performed. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the pipeline (5.00mm x 35mm) could not be released from the capture coil despite rotating the pushwire. A decision was made to remove the pipeline with the marksman microcatheter; however, the pipeline released from the capture coil in the common carotid artery as it was being removed. It was impossible to remove the pipeline after several attempts to remove it and it remains in the common carotid artery with some blood flow. The pipeline remained partially open even after balloon angioplasty (an option presented in the instructions for use, u.s.). The patient subsequently developed hemiplegia on the left side. The causality of the hemiplegia was believed to be due to either the lack of blood flow during the time the pipeline did not open or due to possibly an embolism during the procedure. The patient had an infarction in an unspecified region of the brain and developed some motor or sensitive deficit according to the affected region.